Manufacturer narrative:
Sample analysis: examination revealed the delivery pusher exhibiting evidence of thermal detachment. The implant coil was not returned for evaluation. The root cause of this complaint was confirmed to be detached by the user.

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the coil prematurely detached within the aneurysm. The implant detached in the intended location. No attempts were made to retrieve the coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch report will be submitted. (B)(4).